Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure there were high impedance values of >1800 ohms were observed and the lead was deemed to be correctly inserted into the device. When another lead inserted, impedance values were stable. The lead was not implanted. No patient complications have been reported as a result of this event.